Event description:
Reporter called to inform the FDA that after receiving treatment, which included computed tomography (CT), he had a reaction to the machine and contrast that was used as part of the procedure. Two days after undergoing CT, reporter stated that he had "radiation and chemo burns" and his right leg felt heavy. Over time, his right leg has become weaker with more pain. Additionally, he has had an increase in muscle spasms and pain in his abdomen. Reporter presently has an ostomy bag. Reporter stated that he is permanently disabled and has not been able to obtain his medical records associated with his past treatments. He has a court date approaching for worker's compensation ((B)(6) 2024).